Event description:
Provider attempted IV access in the patient's right arm. A suitable vein in the right hand/wrist area was found. A 20 gauge IV catheter was used in the attempt. Flashback in the chamber was noted but was unable to thread the sheath. Due to the failed attempt, the attempt was discontinued and the needle withdrawn. Upon withdrawing the needle, it was noted the protective locking mechanism did not properly cover the needle end. A picture was obtained for reference.